Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, an e105 communication error was present. Additionally, the unit would not white balance due to a faulty led unit. The trigger in the socket was malfunctioning as well and not registering the lightguide connection, and the unit had notable cosmetic damage to the housing. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While evaluating a returned olympus video system center loaner device, it was discovered that the unit was displaying error code e105. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b5. Based on the results of the investigation, it¿s likely the error 105 was due to a failure of the led unit. The root cause of this event was unable to be identified. Additionally, the root cause of the screw breakage was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
This report is being submitted for the error 105, as well as the screw breakage which was also found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there were damaged screws present. However, the definitive root causes of error e105 and the damaged screws could not be determined. Olympus will continue to monitor field performance for this device.